Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The determined that the difficulty grasping, entanglement, and device damage appear to be related to user technique and the difficulty grasping appears to be related to patient morphology/pathology as well. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip instructions for use warns: use caution not to displace or dislodge an implanted clip when placing an additional clip; clip detachment from leaflet(s) may occur which may result in a single leaflet device attachment (slda) or device embolization. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During the grasping attempts, the cds became entangled in the slda clip (50623u105). While attempting to remove the cds from the slda clip, the slda clip dislodged and embolized to the left atrium (la). The clip was attempted to be placed on the leaflets, but grasping was unsuccessful and the mr could not be reduced. The decision was made to discontinue the procedure and remove the cds. A snare was used to successfully retrieve the embolized clip from the la. After removal, a large atrial septal defect (asd) was noted with a right to left shunt; therefore, a closure device was implanted to close the asd. No clips were implanted, and the mr remained at 4. The patient was confirmed to be stable, and no further treatment is planned. No additional information was provided. Concomitant product: 2 implanted mitraclips, mitraclip system, steerable guiding catheter. The other clip delivery system (cds 50623u105)and steerable guide catheters (sgc 51214u104 and sgc 50930u14) referenced are being filed under separate medwatch MFR numbers. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip delivery system (cds 50623u103)) became caught on the implanted clip (cds 50623u105), resulting in the implanted clip detaching from the leaflet and embolizing to the left atrium. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (50623u105, 50930u122) were implanted and the mr was reduced to 1+. Grasping was difficult due to a short posterior leaflet with prolapse at p2-p3. On (B)(6) 2016, follow up echocardiogram was performed and it was suspected that one clip detached from one leaflet, and remained attached to the other leaflet (single leaflet device attachment/slda). The mr had increased to 4. The physician believes the slda was due to fragile leaflets. The patient was confirmed to be clinically stable. On (B)(6) 2016, an additional mitraclip procedure was performed for treatment of an slda and increased mitral regurgitation of 4. During preparation of the steerable guiding catheter (sgc 51214u104), the guide failed to hold fluid column. Numerous attempts were made, but air bubbles were seen originating from the sgc housing. The sgc was replaced and a new sgc (50930u114) was prepared without issue. The clip delivery system (cds 50623u103) was advanced for treatment; however, grasping was difficult due to imaging, and leaflet insertion could not be confirmed.